Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune symptoms. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implant 325cc and experienced symptoms including arthritis, migraines, hand numbness, fatigue, blurred vision, weight gain, hives, hormonal issues, rheumatoid arthritis, chronic pain on left side of the body, recurring pain on both sides (body), brain fog, and bilateral breast pain post-operatively. The patient indicated they had been diagnoses with diabetes. As a result, the patient would undergo explantation on (B)(6) 2019. This report is for the right side device.